Event description:
It was reported that the catheter leaked and was replaced.

Manufacturer narrative:
The catheter was returned in two segments about 23cm and 74.5cm in length. The segments were separated by a jagged tear. It is unk how or when this damage may have occurred. The catheter met all specifications for tensile strength and ultimate elongation testing. A review of the manufacturing records showed no anomalies.